Event description:
The initial reporter stated there are three issues with the software of accu-chek inform ii meter serial number (B)(6). Issue 1: the customer alleges that the meter is configured to use a valid patient ID list and it is also configured to mask barcodes. The customer claims that the test strip vial was scanned by the meter in place of a patient ID and a meter result could be obtained for a patient. The customer claims that the meter should not have allowed a patient result to be obtained with the current patient ID masking configuration. Issue 2: the customer alleges that the meter allowed use of an operator ID and it should not have allowed this due to the masking configuration on the meter. Issue 3: the customer alleges that the meter allowed patient testing between (B)(6) 2025 without requiring any controls. The last passing controls were run on (B)(6) 2025 for this meter.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. The investigation is ongoing.

Manufacturer narrative:
The accuchek strip vials use code-128. The customer's barcode type is unknown and no further information could be provided by the customer. According to the customer's allegation, their current mask "^2" means the ID must start with a 2 and the 2 character will be kept. The minimum of 10 and the maximum of 14 for a 6 digit strip lot (lot 671447) should not be acceptable. It does not start with a '2' and is only 6 characters long. Further, the meters error log also does not show any logs of 'wrong barcode length'. A product problem can not be identified base on the available information.